Manufacturer narrative:
E1: patient city: (b0(6). Patient country: poland. Name- medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow block alarm on 14 apr 2026. The blockage was in the tubing.